Manufacturer narrative:
The vessel sealer extend (vse) instrument has not been received for failure analysis evaluation. An intuitive surgical, inc. (Isi) clinical sales representative (csr) was able to evaluate the vse instrument and review the video when the event occurred. The csr confirmed the piece peeled off during the case. The csr indicated that the surgeon was using the vse instrument in a normal manner. The issue did not impact the patient or procedure in any way. A review of an image provided was performed. The image appears to show missing material at one of the corners of one of the grips of the vse instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the gray tip of the vessel sealer extend (vse) instrument chipped off and a fragment fell inside the patient. The fragment was retrieved during the same surgical procedure and the instrument was removed. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.